Event description:
Customer reported that the k+ values on their gem premier 4000 did not correlate to the gem premier 3000. The gem premier 4000 was 2.3 and the gem premier 3000 was 3.0.

Manufacturer narrative:
There is a known issue on the gem premier 4000 system of falsely lowered k+ results (potential negative bias of 0.6 to 2.0 mmol/l) that can occur during cartridge life on patient blood analysis, leading to erroneous results with potentially severe impact to patient treatment. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked through the local (B)(6) FDA district office (B)(6).